Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced loss of conscientiousness and syncope. Upon interrogation, it was noted that the ventricular lead exhibited high impedance, loss of capture and loss of output which caused the patient to become asystolic. The lead was explanted and replaced. No further patient complications were reported.